Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that , they have been experiencing regular problems with blower mister, 5-pack: the blower mister directs part of the co2 into the bag of physiological saline solution, such that the bag ¿explodes¿ after some time. The surgeon was forced to install a new one during the same operation. There was no delay. There was no patient harm.